Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 56 mm abdominal aortic aneurysm. It was stated that the devices were implanted in a severely tortuous vessel. It was reported that during the index procedure, tip of the delivery system was caught in the bare stent and difficulty to remove the device was encountered. The device was removed by changing the wire route with a balloon and pushing and pulling the device. It was stated that shortly after the stent graft was removed, the patient's blood pressure and pulse decreased. The physician mentioned the possibility of a dissection or thrombus might had occurred, but when the abdomen was opened, the patient's heartbeat stopped and the treatment was not performed. The endurant iis bifurcate stent graft system were explanted. No cause of the event was reported. No additional clinical sequelae were reported. Patient expired.

Manufacturer narrative:
It was reported there was no issue with the endurant limb during the procedure, it was reported, the cause of death was due to an internal aneurysm rupture, it was noted by the physician that the sheath was probably bent and placed against the aneurysm wall, this was considered to be the cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.